Manufacturer narrative:
Reported event of stretched helix was confirmed. Visual inspection noted helix was not within specification. The helix elongation is consistent with having occurred during procedure. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. Further analysis performed found no anomaly. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while implanting the right ventricle leadless pacemaker the patient's blood pressure dropped. An echocardiogram revealed a cardiac tamponade. The device was retrieved and its helix was observed to have extended. After performing pericardiocentesis to drain the tamponade a second attempt to implant a new device with the same delivery catheter was made. However, once again, blood accumulated within the heart and the patient went into cardiac arrest. The device implant was then abandoned. The patient underwent open chest surgery and medication was provided. The patient was in unstable condition.